Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and verified the occurrence of error code #53 which indicates a fiber optic module failure. To fix the issue, the fse replaced the fiber optic module and checked all operation. The fse then performed all functional and safety checks to meet factory specification, and the iabp passed all checks. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a note that "repair needed". The exact alleged malfunction or the circumstances under which it occurred. Is unknown however, there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and observed error code #53 in the fault logs. However, the fse was unable to duplicate the error. The fse opted to replace the fiber optic module as a precaution to address the error code. Functional testing and safety checks were performed to factory specifications. The iabp unit passed all functional and safety tests per factory specifications, returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a note on it stating ¿repair needed¿. The alleged malfunction was discovered before use on a patient. There was no patient involvement and no adverse event was reported.